Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex (tm) duodenal stent was to be used to treat a 4 cm extrinsic pancreatic tumor in the third segment of the duodenum during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed slightly intra-ductal and was no correctly positioned within the stricture. The physician accidentally pushed the stent deeper into the stricture with the scope. The physician attempted stent removal using rat tooth forceps; however, the stent had been pushed into the jejunum and was unreachable with forceps. The stent was left in place and the procedure was rescheduled. During the rescheduled procedure on an unknown date, the stent was not successfully removed and another wallflex duodenal stent was placed in the stricture site. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.